Event description:
It was reported that during an unknown procedure the device misfired. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. D4: batch # 158c60. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Regarding the questions in this case. The only information provided by the account was a misfiring of the device. The device was removed from the case and a new one opened to complete the case. I was not present at this case to provide further detail. Thank you. (B)(6). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with the jaws and trigger in the close position. Also, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. One gst60b reload loaded in the device. The reload was received fully fired and with the reload body damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 158c60, and no non-conformances were identified.